Manufacturer narrative:
Device received with no button response due to flattened (no creased) dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. Unable to verify no delivery alarm due to keypads not responsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were hard to push down. Customer stated that she did not see any writing on the up and down buttons and the act button was faded. Customer stated that there were no cracks and insulin pump had not been dropped. Customer also stated that insulin pump received insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.